Manufacturer narrative:
Other relevant device(s) are: product ID: neu_recharger_acc, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator 97715 intellis adaptivestim pain and two lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) devices experienced a return of pain, discomfort, soreness, and a pinching sensation. The patient reported loss of efficacy of the stimulator when reaching 60%. He also reported that charging is "tedious" and that any movement will disrupt his charging session. Additional concerns included the recharger paddle becoming warm with subsequent itchiness at the site. An impedance check was completed and results were within normal limits; battery status and all connections were confirmed to be good. The patient declined a reprogramming session. The physician offered to explant the device, but the patient chose to consider this option and indicated a likelihood of returning to a previous provider. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.